Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: a delamination total of valve assessed as an adhesive failure. Additional observations: yellow biological tissue observed inner the surface of the shell. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend summary: review of all complaints of a050401 - fluid leak for the period of jan 2021 through dec 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.